Event description:
During the initial surgery, the surgeon encountered very sclerotic bone, with narrowing of the intra-medullary canals of the phalanges. This required that the surgeon use a burr to widen the intra-medullary canals enabling the surgeon to rasp for the components. Because of the burring, there was a stress riser in the middle phalanx. During the first post-operative visit, x-rays revealed a transverse fracture of the middle phalanx just distal to the implant. The fracture was treated with a finger splint.

Manufacturer narrative:
Very little information was supplied about this event and attempts are being taken to obtain any additional information. If any additional information is obtained, a supplement report will be submitted if appropriate.